Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ants were inside of the tubing of a homechoice automated pd set with cassette. The cassette was enclosed inside of a sealed overpouch. This was observed before use. There were also ants observed both inside and outside of the box of cassettes, although there was no noticeable damage to the box, overpouch, or the product. There was no patient injury or medical intervention associated with this event. No additional information is available.